Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 event date: estimated.

Event description:
It was reported that the patient stated that this artificial urinary sphincter has never worked, resulting in urinary incontinence. A removal surgery was performed, but no device issues were identified. There were no patient complications reported.